Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubbles. The customer's blood glucose level was 160 mg/dl. The customer stated that they had a lot of air bubbles and had been going through the fill cannula to get rid of them. The customer was advised to tap reservoir together small bubbles into a large one then slowly push on the plunger of the reservoir to remove air bubbles and then more air bubbles are created. The reservoir will be returned for analysis.